Manufacturer narrative:
The ventilator was investigated by the field service engineer on site. During ventilation with a test lung, several errors was generated, such as internal power supply failure, power error and turbine module failure. Several tests were performed from parts from another machine but the issue persisted. Further inspection revealed blue liquid spilled from the expiratory cassette and was lodged in to the dc/dc & battery control printed circuit board (pcb). After the dc/dc & battery control pcb was cleaned the internal power failure continued to occur. The ventilator was tested with a dc/dc & battery control pcb from another machine and no more failures or errors reoccurred. According to the received information, the cause of the reported issue has been determined and was related to a defective dc/dc & battery control printed circuit board. The replaced part has not been returned for further investigation however, visual inspection of the provided pictures confirms the blue liquid spill. The circumstances about the source of the liquid are unknown. Liquid on pcbs can cause short circuit which might affect the ventilator¿s characteristics and performance. The main functions for the dc/dc & battery control pcb are on/off control, control of the battery modules, control of fans and connection to the user interface. It also supplies required internal voltages. The user is obliged to follow the environmental and cleaning recommendations in applicable user¿s manual.

Event description:
Manufacturer's ref: (B)(4).

Event description:
It was reported that the ventilator stopped working during use. Moreover, communicated errors with turbine. There was no patient harm. Manufacturer's ref. #: (B)(4).